Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently filled the cannula while connected to the site with 0.7 units of insulin instead of 0.5 units resulting in 0.2 units of insulin being delivered to the customer. Customer's blood glucose level was 105 mg/dl. Tandem's technical support educated regarding fill cannula amounts.